Event description:
Impression (pre-op diagnosis): "tender left breast prosthesis, possible rupture (possible herniation). Procedure: "removal of ruptured prosthesis. Post-op diagnosis: rupture left breast prosthesis.